Event description:
It was reported that the customer received an occlusion alarm. There was no reported impact to the customer's blood glucose level. The customer declined tandem technical supports offer to troubleshoot to determine a possible cause of the occlusion. Reportedly, the customer changes the cartridge every 4-5 days.

Manufacturer narrative:
Additional information received indicated that the customer has not received any further occlusions alarms. The tandem t:slim pump user guide indicates that novolog insulin was tested and found to be safe for use in the t:slim pump for up to 72 hours. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.